Manufacturer narrative:
Initial report ref to natus complaint # (B)(4). Natus have reached out to the customer, requesting them to provide additional information, and to return the affected part for evaluation. Per (B)(4) risk analysis spreadsheet, (ras) - natus eds 3 external drainage system hazard ID (B)(6), cause - leakage from the stopcock. Effect (harm) - infection. Residual risk medium. The hazards identified have been reduced as far as possible, and the luer locks are designed in compliance with iso luer reference fittings and the hazard can be occurred using the device which is not compatible with iso 80369-7 luer reference fittings. No related CAPA's further investigation to be carried out.

Event description:
The customer notified natus about a second evd issue. Part nt821730c - evd system has a crack in the distal port. No injuries reported.

Event description:
The customer notified natus about a second evd issue. Part nt821730c - evd system has a crack in the distal port. No injuries reported.

Manufacturer narrative:
Follow up report 001 ref to natus complaint # (B)(4). Lot number of the affected part was not confirmed. Complaint history review/trend analysis: (24 months review and percent of sales) 0 previously confirmed "integ-tighten/hold/lock" complaints within the past two years. 8,539 nt821730c units sold within past two years. Failure rate = 0.01% root cause/failure investigation: the customer did not return the device for evaluation or provide any further information regarding the alleged complaint. Failure confirmed: no.